Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl due to her insulin pump not delivering properly. The customer did not know how to administer a dual wave and square bolus. The customer declined high blood glucose troubleshooting and treated with a regular insulin pump bolus. No products were returned or replaced.